Event description:
A caller reported a malfunction on a pump. It is unknown whether this issue impacted the customer's blood glucose level as the customer declined to answer. Technical support provided information on how to reset the pump; however, the caller did not have the necessary cord available at the time and was advised to call back once they have it. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.